Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range on this right ventricular (rv) lead. Additionally, the rv lead exhibited high pacing threshold, loss of capture (loc) and a the signal artifact monitor (sam) episode was recorded due to minute ventilation (mv) over-sensing. Furthermore, the physician decided to explant the device and replace it with a non bsc generator as the patient fell and hit the head. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).